Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: 2010-(B)(6), product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the first overdischarge (od) was confirmed on the patient¿s implantable neurostimulator (ins). The patient indicated that the stimulation would turn off suddenly and then turn back on. In addition to a sudden loss of stimulation, the patient also had a sudden loss of therapeutic effect during the event. A physician mode recharge (pmr) procedure was performed which successfully reset the device. A power-on-reset (por) occurred with an error code of 0x8 which was successfully cleared. Diagnostics included impedance testing (no results reported). After the manufacturer¿s representative cleared the por and checked the impedances, they turned on the ins and confirmed that there was stimulation. The patient was reprogrammed and given another program which provided more cephalad stimulation as they had requested. The representative also provided education on the programmer and on recharging. The patient status at the time of report was noted as ¿alive ¿ no injury¿. When contacted for follow up information, the healthcare professional (hcp) stated that they had not seen the patient in their office since oct 2013. Should additional information be received a supplemental report will be filed.